Event description:
When surgeon was about to retrieve the appendix using the endoscopic pouch retrieval system, the pouch ruptured into more than 1 piece. Appendix & feces spilled into the pt's mesentary. Pt now has an umbilical port site infection.